Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited high shock lead impedance when shock therapy was delivered. The shock lead impedance measurements were measuring greater than 125 ohms. Upon review, anti-tachycardia pacing (atp) therapy was delivered to convert the arrhythmia. Boston scientific representative and technical services (ts) discussed about shock vector breakdown and options for if they can isolate problem to svc coil. Ts suggested to consider programming options. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited high shock lead impedance when shock therapy was delivered. The shock lead impedance measurements were measuring greater than 125 ohms. Upon review, anti-tachycardia pacing (atp) therapy was delivered to convert the arrhythmia. Boston scientific representative and technical services (ts) discussed about shock vector breakdown and options for if they can isolate problem to svc coil. Ts suggested to consider programming options. This rv lead remains in service. No adverse patient effects were reported.